Manufacturer narrative:
On 28-dec-2022, additional information was received indicating the adverse event was discovered post use of biosense webster inc products. The physician¿s opinion on the cause of this adverse event is that it was procedure related but unsure as there were no obvious reason. Surgical suture was performed as intervention and patient was reported to be in stable condition. Patient required extended hospitalization because of the adverse event. Physician information has also been added to section e. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number # 2029046-2021-01970 for product code unk_smart touch bidirectional sf (thermocool® smart touch® sf bi-directional navigation catheter). Importer report number # (B)(4) product code m490007 (smartablate¿ system rf generator (us)).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter & a smartablate¿ system rf generator (us) and the patient suffered esophageal fistula requiring surgical intervention. Sometime post afib procedure, procedure date (B)(6) 2021, the patient developed an esophageal fistula which was surgically repaired. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.